Manufacturer narrative:
Subsequent to the submission of follow up #1 medwatch MFR report #9615050-2013-01624 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported a leak. At an unspecified time, the pca extension tubing set was to be used to deliver an unspecified concentration of hydromorphone, at an unspecified rate, via a pca pump. At an unspecified time, the female adapter of the anti-siphon valve of the pca side of the tubing set was connected to a pca injector assembly inside a pca vial. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the anti-siphon valve of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported a leak. At an unspecified time, the pca extension tubing set was to be used to deliver an unspecified concentration of hydromorphone, at an unspecified rate, via a pca pump. At an unspecified time, the female adapter of the anti-siphon valve of the pca side of the tubing set was connected to a pca injector assembly inside a pca vial. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the anti-siphon valve of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested no additional information was provided.